Manufacturer narrative:
One sample model 2426-0007, lot 25093002 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water. A leak was observed coming from the outlet port of the most distal y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root causes are the assembly method not followed by the personnel involved in the operation or the solvent dispenser malfunctioned. As part of the corrective actions, preventive maintenance was scheduled for the weekend shift to help ensure proper adhesive dispensing. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that while priming medication, failure occurred at the distal y-site port; medication began leaking out.